Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, she was having issues with the sensor sticking. Troubleshooting was performed for tape not sticking. Customer mentioned his blood glucose was 46 mg/dl, treated with low blood glucose by eating. No troubleshooting was performed for low blood glucose. Customer didn't agree to return the sensor for further analysis.